Manufacturer narrative:
The meter associated with the complaint was returned for investigation. The curve for the inratio inr result 1.3 was not analyzed because it was not present in the meter memory. The impedance curves for the reported inratio inr results 1.2, 1.5, and 4.2 could not be analyzed because the values were not within the last 4 data points in meter memory. The meter only retains impedance curve data for up to the last 4 results in the memory. A statistical analysis of the impedance curve associated with the customer's result of 3.9 found that the curve exhibited a normal shape. A statistical analysis of the impedance curves associated with the customer's results of 3.7 and 4.6 found that the curves exhibited a weak slope change. CAPA investigation (CAPA-(B)(4)) has determined that impedance curves with weak slope change and an abnormal shape can cause discrepant results. The inratio meter software may generate an incorrect or discrepant inr result when the patient sample exhibits a weak-slope change impedance curve. The CAPA investigation has also determined that certain patient conditions can contribute to weak slope change impedance curves. The customer is reported as anemic. This condition may impact the performance of the assay. Donor testing was not pursued due to the software issue being identified as the cause of the customer's discrepant result. The returned meter met functional and thermistor testing requirements a review of the entire testing history for lot 378770a was performed. In-house testing on strip lot 378770a meets release criteria. The manufacturing records for the lot 378770a were reviewed and did not uncover any non-conformances. Lot met release specifications. Impedance curves with weak-slope change and an abnormal shape have been identified in CAPA-(B)(4) to contribute to a potential discrepant result. Further investigation is being performed under CAPA-(B)(4) for this issue.

Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history was performed. In-house testing on strip lot 378770a meet release criteria. The product performed as expected. A review of the manufacturing records for the lot did not uncover any non-conformances. The lot met release specifications. A root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Report received of discrepant inratio value (B)(6). Patient has pre-existing hemorrhoids. The week of (B)(6) 2016 she noted rectal bleeding and felt weak. She contacted her physician on (B)(6) 2016 and set up an appointment for the following day. On (B)(6) 2016 she had a blood panel done at hospital before visiting physician. After appointment, physician had patient return to hospital to get ready for blood transfusion due to excessive bleeding from hemorrhoids. Per patient, hospital was unable to treat her on (B)(6) 2016 due to not having blood that matched her blood type. Patient instructed to return on (B)(6) 2016 at which time she was given 2 units of whole blood and fluids. Patient not admitted to hospital. Physician instructed patient to hold coumadin (B)(6) 2016. Patient unable to provide lab inr or correlation to inratio. Patient currently stable.